Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr resurfacing- right, reason(s) for revision: unknown. (B)(6). Bi-lateral - (B)(4) for left hip. Revision surgeon and hospital unknown. Update received 5th november 2014. Revision date amended. Hospital, revision reason, surgeon added. Expiry dates added. Revision date is unknown. Reason(s) for revision: pain. Confirmation received 12th november 2014 - the revision has not yet taken place. Asr revision recommended.

Event description:
Asr revision, asr resurfacing- right, reason(s) for revision: unknown. (B)(4). Bi-lateral - see (B)(4) fo left hip. Revision surgeon and hospital unknown.

Event description:
Asr revision, asr resurfacing- right, reason(s) for revision: unknown. (B)(4). Bi-lateral - see com (B)(4) for left hip. Revision surgeon and hospital unknown. Update received (B)(6) 2014. Revision date amended. Hospital, revision reason, surgeon added. Expiry dates added. Revision date is unknown. Reason(s) for revision: pain. Confirmation received (B)(6) 2014 - the revision has not yet taken place. Asr revision recommended. Update - amended revision date and added file handler details. Rev date - (B)(6) 2014.